Event description:
It was reported by agiliti there were many reports stating the pca (patient-controlled analgesia) pump turned off during unspecified infusions, however, when biomed performed testing they could not duplicate the error. There was no patient harm reported. Agiliti then stated: "after speaking with the biomed department, they would like to wait on sending equipment out for inspection. They believe the iuis might be the issue, so they are working on replacing both iuis (the male and female iui on the pca only) in hopes of fixing the connection issue. We will track the equipment to see if the error continues to happen and reach out if we need further assistance." Although requested, further information was not provided.

Manufacturer narrative:
Additional information added to: b5, h6 medical device code (corroded a040502).

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided. Although requested, the affected device has not been received.

Event description:
It was reported there were many reports stating the pca (patient-controlled analgesia) pump turned off during unspecified infusions, however, when biomed performed testing they could not duplicate the error. There was no patient harm reported. Although requested, further information was not provided.